Event description:
End user reports that the cannula is deplugging from the hub into her husband's arm and fatty part of stomach skin from item number 829555 lot# 52621 expiration date 10/3/2025. The end user that is receiving the insulin dose has parkinsons disease so the wife is the adminster of the insulin twice daily and this is the third syringe from this lot# 52621 that the needle has deplugged. The total of three times the wife was able to recover the cannula(s) from the end user's skin.

Manufacturer narrative:
Initial trend analysis and production records investigated for item number 829555 lot# 52621 was conducted, no malfunctions were found. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that the cannula is deplugging from the hub into her husband's arm and fatty part of stomach skin from item number 829555 lot# 52621 expiration date 10/3/2025. The end user that is receiving the insulin dose has parkinsons disease so the wife is the adminster of the insulin twice daily and this is the third syringe from this lot# 52621 that the needle has deplugged. The total of three times the wife was able to recover the cannula(s) from the end user's skin.

Manufacturer narrative:
Retained lot number 52621 was tested for bond firmness between needle and hub, no abnormalities occured during manufacturing process or during inspection process. Lot 52621 meets iso standards requirements for breakage force and needle and hub connection. No abnormalities were found during reserved lot testing. In the future, during manufacturing the strength of the bond firmness will be changed from 2 times to 3 times during the sampling shift to limit reports.